Event description:
As reported, this 76 y/o male was initially implanted on (B)(6)05. There was a revision on (B)(6) 2017 the reason was not reported, that was submitted in report #1038671-2019-00509 (case# 00001501). On (B)(6) 2019 and revision occurred due to dislocation and was reported in report #1038671-2019-00499 (case# 00001499). In this revision on (B)(6) 2019 (case# 00001893), the surgeon decided to remove the acetabular cup, reamed up a few sizes, implanted a competitor¿s revision cup and implanted a liner into the cup. The surgeon trialed femoral heads and used one that made the hip very stable and then implanted the femoral head and then closed the joint in standard fashion. The patient left the or in stable condition. Devices will not be returned per hospital policy. The reason for the revision was not reported.

Manufacturer narrative:
(H3) the evaluation noted in the revision reported that upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time however is most likely patient conditions. (D11) concomitant device(s): - cocr fem head 28mm +10 offset 12/14 (cat# 142-28-10 / sn# (B)(6)). - acumatch cluster cup porous coated 52mm (cat# 120-01-52 / sn# (B)(6)). - bone screw 6.5mm dia x 35mm long (cat# 120-65-35 / sn# (B)(6)).

Manufacturer narrative:
Pending evaluation. Concomitant device(s): cocr fem head 28mm +10 offset 12/14 (cat# 142-28-10 / sn# (B)(4)), acumatch cluster cup porous coated 52mm (cat# 120-01-52 / sn# (B)(4)), bone screw 6.5mm dia x 35mm long (cat# 120-65-35 / sn# (B)(4)). No information provided in the following section(s): weight, ethnicity, and implant date.

Event description:
As reported, this (B)(6) male was initially implanted on (B)(6) 2005. There were revisions on (B)(6) 2017, reported in report #1038671-2019-00509 and on (B)(6) 2019, reported in report #1038671-2019-00499. In this revision, the surgeon decided to remove the acetabular cup and reamed up a few sizes and implanted a competitor¿s revision cup and implanted a liner in to the cup. The surgeon trialed femoral heads and used one that made the hip very stable and then implanted the femoral head and then closed the joint in standard fashion. The patient left the or in stable condition. Devices will not be returned per hospital policy.